Event description:
The customer tested her blood glucose using her 2 contour meters and received readings of "lo" and 107 mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The test strips are to be returned for eval. Replacement test strips and new meters were sent to the customer.